Event description:
It was noted that the patient's laryngoscopy was cancelled and her throat is getting worse. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient was having discomfort and voice issues. The patient saw an ent and it was noted there may be slight vocal cord damage possibly due to the vns surgery. Additional information was received noting that the patient has vocal cord paralysis due to vns surgery. She has a raspy voice even when there is no stimulation, and during stimulation her voice becomes a low whisper. There is no pain or discomfort but her vocal cords were just "irritated" after her vns surgery. She has an appointment for a direct laryngoscopy with injection. No further relevant information has been received to date.

Event description:
The patient reported that her duty cycle was adjusted but she is still having voice issues. No further relevant information has been received to date.